Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was observed to be depleting rapidly. Additionally, the customer reported that the pump charging data was not logged in the pump history. There was no reported adverse impact to the customer. No additional information was provided.

Manufacturer narrative:
Additional information from (B)(6)/2018: pump data was reviewed by tandem technical support and battery depletion rate was found to be within normal parameters.h6: remove code 2885